Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 95 to 120 mg/dl at the time of incident. Troubleshooting found that the pump shuts off and on by itself. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being plugged in properly. The pump functioned after plugging the battery tube connector. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.